Manufacturer narrative:
The pump passed the displacement, operating currents, off no power, unexpected restart and self tests. However, the pump gave a compromised force sensor system alarm during the prime test, and gave a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states insulin "squirt" out when attempted to prime. Customer was not able to exit the "preparing to prime" loop. Customer states drive support cap appeared normal. Customer's blood glucose was 75 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.